Event description:
A customer reported that their display screen is only displaying partial numbers. Customer states that they only see the bottom of half of the display. While on the phone review the system was conducted. It appears that the "hundreds unit" is missing most of the segments. A request is made to return system for evaluation. In the meantime, a replacement unit was provided.